Event description:
It was reported that during unpacking, when removing the protective sheath from the distal end of a 3.0x23 rx xience xpedition stent delivery system (sds), though the sheath was not difficult to remove and no force was applied, the stent dislodged from the balloon and was found inside of the protective sheath. The xpedition was not used in the patient and there was no occurrence of a clinically significant delay. Another same size xpedition sds was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.